Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad buttons, battery compartment damage, and a dim display screen. This report is made based on results of investigation completed on 03/20/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2015 with the following findings: investigation revealed that the contrast keypad button was unresponsive; all other keypad buttons responded normally to button presses. There was no physical damage observed to the keypad cover. The keypad cover was removed, and there was evidence of contamination observed under all button contacts. Additionally, investigation revealed that the battery compartment was cracked in two places and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).